Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the suspected lot numbers. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that two portex endotracheal tubes leaked or deflated during patient use. Information regarding any associated adverse effects is unknown. Potential lot numbers are 6031507 and 6089907.